Event description:
It was reported that a patient experienced chest pain and atrial flutter. A farawave catheter was used during a repeat ablation procedure. At approximately 5am, the patient awoke with central chest pain lasting about one hour and recorded the episode using their insertable cardiac monitor (icm). At 12pm on (B)(6) 2026, the patient contacted the study site and was advised to seek urgent medical evaluation. The icm showed atrial flutter, and the patient was admitted for assessment and monitoring. Cardiac biomarkers were obtained, with a troponin I peak of 157 ng/l. A chest x ray performed the same day showed no clinically significant findings. A transthoracic echocardiogram demonstrated normal left and right ventricular size and function, indeterminate diastolic function, no significant valvular abnormalities, and normal biatrial size. Loop recorder interrogation revealed one brady event on (B)(6) 2026, with a maximum average ventricular rate of 42 bpm for 13 seconds, and a current rhythm of atrial fibrillation at 50 to 100 bpm. The troponin elevation was attributed to atrial flutter. The patient underwent cardioversion on (B)(6) 2026 and was discharged home in sinus rhythm on (B)(6) 2026. The primary diagnosis on the hospital discharge summary was atrial flutter, with the suspected cause being the pre existing condition of atrial fibrillation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.